Manufacturer narrative:
This device was included in that field action, returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the external pulse generator failed a sensitivity test. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis performed during repair of the device confirmed the reported event, the interconnect flex was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery drawer was contaminated, the battery contacts were discolored, the heart lead flex was slightly skewed in the main printed circuit board (pcb) connector. Further analysis was performed on the interconnect flex. However, this analysis could not confirm the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.